Manufacturer narrative:
A steris service technician arrived onsite and was informed that the user facility had cleaned up with spill prior to his arrival. The steris technician reviewed the cycle printout subject of the reported event and found that it had faulted for concentration low. The technician further inspected the unit and found the qd air line had separated from the inflatable seal stem. The technician replaced the qd air line and inflatable seal, ran a diagnostic cycle and confirmed the unit to be operational. The qd air line and steam stem were returned to steris quality for evaluation. The results of the evaluation indicated a burr was noted. This burr prevented a connection when the air line was pushed onto the stem. More specifically the burr prevented the quick disconnect locking mechanism from seating and locking into seal stem recess. Steris quality inspected the qd air line and steal stem on hand inventory and found no issues. A review of complaint files was performed and steris has determined this to be an isolated event.

Event description:
The user facility reported that an employee initiated a processing cycle, saw fluid starting to spill out from under the lid and detected an odor. The facility biomed was present in the room and stated he was starting to get a headache. A nurse who was also present in the room stated she started to feel sick. The nurse was advised to leave the room and sit down for a while. The nurse felt fine after leaving the room. No medical treatment was sought or administered. No injuries or procedural delays/cancellations were reported.